Event description:
It was reported that during a laparoscopic sleeve gastrectomy. On the 1st firing, the device was loaded, inserted into patient, but the device would not reopen to be removed from the trocar. The surgeon pulled the firing and closing triggers apart to remove from the trocar. A 2nd device was opened and the same incident occurred. A 3rd device was opened and completed the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric. At what location on the tissue? Atrium. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? Na, locked out. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Na. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, pulled firing and closing triggers apart to open the device. Was there any difficulty removing the device from the tissue? Not on tissue. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? 5+. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results showed that device (a) was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. Please note that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device closed and opened properly. The analysis results showed that device (b) was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Upon evaluation, the release button was noted to be damaged. Therefore, the device would not open. One possible scenario is due to the applying of excessive external force over the release button it resulted damaged. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. (B)(4).